Event description:
It was reported that the device was used during a diagnostic laparoscopy. It was reported by the rep that during the case, the surgeon said that the 355ld would disengage the locking lever as she tried to push it through the abdominal wall. Several attempts were made then a new trocar was pulled without further incident. There was no consequence to the pt.